Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A 66-year-old male patient treated with impella 5.5 due to de-novo cardiomyopathy. Patient had a history of known coronary artery disease and renal insufficiency. Patient was on previous medical, respiratory and extracorporeal life support. Following successful insertion of impella 5.5, patient could be weaned from extracorporeal life support. Day two of support patient is febrile and has pulmonary edema and therefore also coded for serious injury. Patient experienced automated controller alarms overnight and backup controller in place in case of replacement need. Patient tested positive for covid and experienced episodes of bradycardia overnight, which self resolved. Patient has difficulty to move the left side which only responds to painful stimuli as CT results were not shared, not coded here as clinical evaluation challenging without further information and few days later CT was deemed negative. Performance level of pump had to be turned down due to elevated lactate dehydrogenase value and therefore coded for hemolysis. Patient tested positive for heparin-induced thrombocytopenia (hit). Patient had tracheostomy and suffered from left sided pneumothorax post tracheostomy - very likely not related to impella therapy, but conservatively coded here. Ventricular tachycardia, which self resolved was noted. Ultimately patient care was withdrawn and patient expired, therefore case very conservatively coded to death. Impella therapy necessitates heparin anticoagulation; however, the device is not causal in hit development. Hit is a well-established risk of heparin use itself, independent of mechanical circulatory support.". Aic - controller failure/error: on day 2 of impella 5.5 support, there was an issue with the automated impella controller (aic). An intermittent controller error alarm occurred overnight, reportedly 4 or 5 times. Patient is table and all connections are secure. The abiomed csc advised the team to exchange the patients aic with a replacement aic. The nurse stated they would call back for guidance through the aic exchanged process once the replacement aic was located. There are no further mention of this issue or details available, therefore it is unclear whether the aic was replaced and/or if the original aic's issues persisted.

Manufacturer narrative:
B5: updated the related device information. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. H10: added the related device report number. Investigation summary: the cause of the reported controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Event description:
This impella aic device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.